Event description:
Additional information received from the physician noted that the patient was being treated for an ic-cav aneurysm with a max diameter of 25mm. The patient's vessel tortuosity was moderate.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline (ped) was noted split/torn on imaging. It was reported that when checking the fluoroscopic image at ped deployment, a tear appeared to be present in the ped. The tip seemed to be split in two, so it was removed because there was a possibility of a malfunction. The ped was caught inside phenom27 microcatheter, and it was collected together with phenom27. The physician who came to perform instruction also pointed out in the image that there was something strange with this ped, and the device replacement was performed. The devices were prepared according to the instructions for use (IFU). The patient was said to be not associated with the event.